Event description:
A 2.0mm drill bit got caught in the slots on the 2.0mm threaded drill guide. As a result, the drill bit sheared off, flew across the operating room, hit the sales consultant in the ear and drew blood.